Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received a shoulder arthroplasty approximately nine (9) years ago. Subsequently, patient was revised approximately three (3) weeks ago due to the tray fracturing and causing dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tray is fractured. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single view left shoulder demonstrates a reverse total shoulder arthroplasty with long stem humeral component. Limited evaluation given the technique. Fractured humeral tray from a reverse total shoulder arthroplasty with possible bony fracture involving the inferior glenoid. Overall sizing is appropriate. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.